Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: ethnicity: caucasian pre-operative diagnosis: revision spondylolisthesis removal hardware l4-l5 revision fusion l2-l4 levels implanted: l3-l5 it was reported that, intra-op, bone screw was inserted into the l4 pedicle and was unable to advance or pull out by any means. The tips of the screwdrivers broke while trying to advance the screw. The tip of the screwdriver broke while removing the inserted screw. The tip of the screwdriver broke while trying to pull out the screw. The screw had to be cut to make sure that it was not remaining proud. Screw is still in patient but is not connected to construct. The products came in contact with the patient. No fragment of the products remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~4mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.